Manufacturer narrative:
Product event summary: analysis confirmed the reported sudden cease of functioning of the programmer; the hard drive was reconfigured and software reloaded to resolve issue. The analysis also found the stylus tip was loose but functional and the keyboard latch was broken.

Event description:
It was reported when the representative tried to use "get p/k vvi crt-d" it crashed every time. The programmer was restarted several times and the keyboard was unplugged and plugged back but the programmer still crashed. The programmer has been returned for service. No patient complications have been reported as a result of this event.